Event description:
After 10 years of successful cochlear implant use, the patient experienced a decrease in hearing along with the pain around the implant site. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to the manufacturer's specifications. Explanation/reimplantable surgery was successfully completed.